Manufacturer narrative:
Date of event: unknown, not provided. Best estimate date (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (model zkb00, +19.0 diopter) was explanted in a secondary procedure because of lens dislocation. Model zma00, a 3 piece multifocal lens was implanted as a replacement lens for the patient. Patient is doing well. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 1/26/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eyes showed that the product was in poor condition. The lens was cut at the optic area, scratches and damages were found at both haptic and optic area. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.